Manufacturer narrative:
Concomitant device: 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 67579200 manufactured: 2010-05-10, (B)(4). Product evaluation: both devices were received for evaluation. * mainframe, 8253001: service and repair could not duplicate the reported event; there was no fault found with the device. The mainframe was cleaned and tested to manufacturing specifications. Interface, 8253200: service and repair could not duplicate the reported event; there was no fault found with the device. A worn wave washer was replaced and the interface was cleaned and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that during a procedure, the nim system was having "intermittent signal issues". There was no patient impact.